Event description:
Related manufacturer reference number: 2017865-2021-40278. During a remote follow-up, episodes of noise resulting in oversensing due to potential electromagnetic interference (emi) were observed on the right ventricular (rv) lead. Technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Corrected data: d9. The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.